Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed instances of intermittent undersensing during an appropriate sensing episode. No programming changes will be completed for now. The patient will continue to be monitored. No adverse consequences were detected.